Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, there was solder flux residue on the j1000 jumper pins, creating high resistance. The cause of the inability to complete testing is the flux. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause this failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.